Event description:
The patient was implanted with a paracorporeal ventricular assist device (pvad) for right ventricular support. The chief perfusionist reported that after 27 days of right heart support, the pvad pump was replaced due to suspected thrombus. No symptoms or injuries were reported. The rvad was successfully exchanged and the patient continues on right ventricular support without any further issue.

Manufacturer narrative:
The replaced device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.